Event description:
It was reported that (1) hp052 was used during a laparascopic nissen fundoplication procedure. It was reported by the rep that the surgeon received numerous constant tones from the luke handpiece, also black connector cap no longer will connect the handpiece to protect electrical cap. The staff has struggled due to broken cap. Open another device to complete the case. There was no consequence to patient.